Event description:
It was reported that the patient developed cholestatic jaundice about one month post-op following the use of an on-q pain pump after inguinal hernia repair surgery. Fill volume 500ml.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. No sample was received for investigation and evaluation. Without the actual product or lot number, a complete analysis cannot be conducted. It was reported that the fill volume was 500ml. The maximum fill volume for the 270 ml pump is 335 ml per the directions for use. Additional information was requested, but not received. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.